Event description:
A hospital resident reported that a vns patient had presented with hypotension and bradycardia. It was noted that the physicians were hypothesizing if the vns was the source of the problem. The resident wanted to have the vns programmed off to see if the device is affecting the patient's condition. No further details were provided. Due to the hospitals policies, no further information could be obtained on this report. No other relevant information has been received to date.